Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a delivery anomaly on the insulin pump. Customer's blood glucose was 42 mg/dl at the time of the incident. Customer had chocolate and his current blood glucose is 109 mg/dl. Customer thinks there is an issue with the motor due to having to change the basal rate over 1 unit to 0.075 out of nowhere. Customer thinks there is a delivery anomaly due to overdelivering on basal. Customer stated that he sets his own basal rates. Customer performed the displacement test and passed. Customer was advised to monitor the pump.